Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during surgery the surgeon was making the sagittal cut of the tibia when suddenly the blade broke at the base. There was no patient harm or delay in surgery. There were no adverse events reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) for the saw blades linvatecâ®/hallâ®, part number 506138 and lot number 309122, review noted 10 instances of process deviation or non-conformance during the manufacturing process. On 20 jan 2020, it was reported from richmond general hospital that an saw blades linvatecâ®/hallâ® broke at the base while cutting. On 18 feb 2020, a returned product investigation was performed on the saw blades linvatecâ®/hallâ®. The physical evaluation revealed that the returned blade was broken and bent. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the saw blades linvatecâ®/hallâ® was bent and broken, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.